Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dvbb1d1 ICD, implanted (B)(6)2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a possible superior vena cava (svc) fracture. The lead was capped. No patient complications have been reported as a result of this event.